Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to corrosion on the c/a boards. The root cause for the corrosion was unable to be positively identified. No adverse event resulted from the defective monitor.